Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina occurred. On (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition as stable angina. Patient's abnormal stress test or imaging stress test indicated ischemia prior to procedure and the patient was then referred for elective cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis and was 10mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20mm study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. On (B)(6) 2014, the patient developed unstable angina. The patient had chest pain for a week and was seen in consultation to discuss discontinuation of plavix and a stress test was also scheduled after twenty three days. However, due to sudden onset of radiating chest pain the patient was presented to the emergency department twenty one days from onset of symptoms. During admission, patient¿s cardiac enzymes were found to be negative and electrocardiogram (EKG) revealed pronounced st changes in lateral leads compared to previous EKG. In addition, the patient had an old inferior infarct. Treatment with nitropaste was started and chest pain was relieved. The patient was admitted for further evaluation and initiation of treatment with lovenox was planned. The patient was then diagnosed with unstable angina. Subsequently, coronary angiography was performed and revealed mild diffuse disease of the entire segment of rca and the study stent was also patent. Medical management and cardiac rehabilitation were recommended for the event. On the following day, the patient was discharged on aspirin for indefinite period and plavix was discontinued.